Manufacturer narrative:
The device remains implanted. Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Reported issue was not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
Surgeon reported that a symfony patient had surgery on (B)(6) 2017 in left eye and intraocular lens zxr00 20.5 was implanted. Post op refractions was +.75 +.50 @175 and visual acuity distance is 20/25. Patient is happy with day time vision but she cannot drive at night. As far as exchanging the lens, patient is not interested. This report captures the event for the left eye. A separate is being submitted for the right eye.